Event description:
During a stenting procedure to the left superficial femoral artery, it was reported that they could not deploy a 6x150mm smart stent. Therefore, the physician stopped using it and removed it from the patient without stent deployment. There was no report of patient injury. The target lesion was the left superficial femoral artery. The lesion was heavily calcified, and moderately tortuous, with a level of stenosis of 100%. An approach was made from the femoral artery. After pre-dilatation, the smart stent was delivered to the lesion. Although there was difficulty crossing the lesion, they managed to cross the lesion with force was used. Then, the physician tried to deploy the stent with withdrawing the outer sheath, but could not deploy the stent. The procedure was completed successfully with another stent. The product was clinically used. The device will be returned for analysis. Additional information received that the device was received by the decontamination site with the tip detached and not included. There wasn't anything such as tip fracture or separation noted at any time during or after the procedure or prior to shipment. The device was never attempted to be deployed outside the patient.

Manufacturer narrative:
(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: difficulty was experienced during an attempt to deploy a 120/150 6 x 150mm smart flex stent. The device was removed with no reported patient injury. When the device was initially returned, the distal tip of the stent delivery system (sds) appeared to be missing from the sds. The event involved a 65 year old male undergoing intervention of a target lesion in his left superficial femoral artery. The target lesion was described as 100% stenosed, heavily calcified and moderately tortuous. The patient¿s vasculature was accessed via the femoral artery. The physician is reported to have experienced some difficulty while trying to cross the lesion with an unknown balloon. Force was used to successfully cross the lesion and it was pre-dilated. The physician attempted to deploy the smart flex stent by withdrawing the outer sheath but was unable to do so. The device was removed and the procedure completed with no reported patient injury. When the device was returned, the distal tip of the sds was noted to be missing from the sds. The site reported that they had not noticed this damage prior to shipping the device and they had not attempted to deploy the stent outside the patient after the procedure. One non-sterile smart 120 150, sfa - 6x150mm was received coiled inside a plastic bag. The unit was received with its¿ stent mounted in its¿ original position. The hemostasis valve was received opened. The distal tip was observed over captured in the outer member. The tip was inside of the outer member and cannot be detected at first sight. No other discrepancies were found. Functional testing was performed without any difficulty with the stent deploying successfully. Blood residuals were observed on the stent during the functional testing and distal tip could be observed assembled in its¿ correct position. The distal tip was observed under microscope and no anomalies were observed. A review of the manufacturing records for this lot revealed that it met specification prior to release. The product instructions for use (IFU) reports that the use of this device is contraindicated in patient with 100% occluded lesions in superficial femoral arteries that cannot be successfully pre-dilated or crossed. If resistance is encountered at any time during the insertion procedure, the user is cautioned to not force passage since resistance may cause damage to the stent or lumen. If resistance if felt during the initial retraction of the outer deployment sheath, deployment should not be forced. The sds should be removed without stent deployment. Based on the information available for review, there are vessel characteristics (100% stenosed, heavy calcification & moderate tortuosity) that may have contributed to the event reported. The reported ¿stent delivery system - deployment difficulty-unable ¿ and ¿catheter tip - smart/flexstent/smart control/precise - separated - (peripheral)¿ events could not be confirmed since functional testing was successful and the distal tip was noted over-captured in the outer member. Although the exact cause of these events could not be conclusively determined, the findings are consistent with procedural and/or handling factors. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
The corrected lot number provided is 17118848. Revised complaint conclusion: difficulty was experienced during an attempt to deploy a 120/150 6 x 150mm smart flex stent. The device was removed with no reported patient injury. When the device was initially returned, the distal tip of the stent delivery system (sds) appeared to be missing from the sds. The event involved a (B)(6) year old male undergoing intervention of a target lesion in his left superficial femoral artery. The target lesion was described as 100% stenosed, heavily calcified and moderately tortuous. The patient¿s vasculature was accessed via the femoral artery. The physician is reported to have experienced some difficulty while trying to cross the lesion with an unknown balloon. Force was used to successfully cross the lesion and it was pre-dilated. The physician attempted to deploy the smart flex stent by withdrawing the outer sheath but was unable to do so. The device was removed and the procedure completed with no reported patient injury. When the device was returned, the distal tip of the sds was noted to be missing from the sds. The site reported that they had not noticed this damage prior to shipping the device and they had not attempted to deploy the stent outside the patient after the procedure. One non-sterile smart 120 150, sfa - 6x150mm was received coiled inside a plastic bag. The unit was received with its¿ stent mounted in its¿ original position. The hemostasis valve was received opened. The distal tip was observed over captured in the outer member. The tip was inside of the outer member and cannot be detected at first sight. No other discrepancies were found. Functional testing was performed without any difficulty with the stent deploying successfully. Blood residuals were observed on the stent during the functional testing and distal tip could be observed assembled in its¿ correct position. The distal tip was observed under microscope and no anomalies were observed. A review of the manufacturing records for this lot revealed that it met specification prior to release. The product instructions for use (IFU) reports that the use of this device is contraindicated in patient with 100% occluded lesions in superficial femoral arteries that cannot be successfully pre-dilated or crossed. If resistance is encountered at any time during the insertion procedure, the user is cautioned to not force passage since resistance may cause damage to the stent or lumen. If resistance if felt during the initial retraction of the outer deployment sheath, deployment should not be forced. The sds should be removed without stent deployment. Based on the information available for review, there are vessel characteristics (100% stenosed, heavy calcification & moderate tortuosity) that may have contributed to the event reported. The reported ¿stent delivery system - deployment difficulty-unable ¿ and ¿catheter tip - smart/flexstent/smart control/precise - separated - (peripheral)¿ events could not be confirmed since functional testing was successful and the distal tip was noted over-captured in the outer member. Although the exact cause of these events could not be conclusively determined, the findings are consistent with procedural and/or handling factors. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
(B)(4). The correct lot number was found to be 17196341. Additional information will be submitted within 30 days of receipt.